Manufacturer narrative:
Date of event not provided by the complainant lot number not provided by the complainant product expire date unknown; lot number not provided product catalog number unknown, product unspecified concomitant medical products: intelpro y-mesh: (B)(6) 2008, elevate anterior and elevate posterior: (B)(6) 2011, and advantage fit: (B)(6) 2011. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with stratasis on (B)(6) 2004, intelpro y-mesh on (B)(6) 2008, elevate anterior and elevate posterior on (B)(6) 2011 and advantage fit on (B)(6) 2011 at (B)(6) (stratasis and advantage fit) and (B)(6) (intel and elevate) by (B)(6) m.d. (Stratasis) and (B)(6) m.d. (Intel, advantage, and elevate) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with stratasis on (B)(6) 2004, intelpro y-mesh on (B)(6) 2008, elevate anterior and elevate posterior on (B)(6) 2011 and advantage fit on (B)(6) 2011 at(B)(6) medical center, (B)(6) (stratasis and advantage fit) and (B)(6) hospital, (B)(6) (intel and elevate) by (B)(6) (stratasis) and (B)(6) (intel, advantage, and elevate) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.